Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room due to complaint of chest pain. Remote transmission showed loss of ventricular capture in some episodes in the presenting electrogram. Both the left ventricular and right ventricular leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.